Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve beds are leaking. Additional malfunctions are the pilot valve is leaking and the filter is dirty.